Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) machine went directly to the diagnostic interface when it was turned on, and could not enter the operation interface, and the valve test failed. It was discovered before use that there was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The customer has rejected the repair quote and no other information is available. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.